Event description:
Country of complaint: (B)(6). Item snapped during surgery twice. One unit came away from the needle when removing from packaging.

Manufacturer narrative:
Us reporting agent notified on (B)(4) 2013. Eval on-going at mfg site.